Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's son reported customer's hospitalization for low blood glucose levels. The customer's blood glucose level at the time of hospitalization was 56mg/dl. The son states the customer was being treated for cancer. It was reported that the customer's meter would be replaced, and emergency supplies would be sent out. No further assistance provided at this time.